Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) single curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first closure device used was deployed and fully recaptured. After the was was in position for advancement of the second closure device, the device was inserted into the sheath. While the closure device was still contained in the sheath prior to deployment, contrast was injected and a perforation and pericardial effusion were discovered. At this time, the implant was deployed, protamine was given, and everything was removed from the left atrium. The activated clotting time (act) at that time was 290. A pericardiocentesis was performed to remove 400cc of fluid from the pericardial space and successfully stabilize the patient. All removed fluid was re-infused back to the patient. Post-intervention, patients act was 219. No other complications were reported. Device remains in service. Patient is doing well and had been discharged.